Event description:
While testing the defibrillator, the user found that it would not stop charging. There was no pt involved. The user returned the main defibrillator printed circuit board assembly (595263) for repair. Analysis disclosed that a capacitor (c9) on that assembly was physically broken. Without having access to the complete device, it is not possible to draw any conclusion as to the cause of the damage to the capacitor. The event is not occurring more frequently or with greater severity than is usual for the device.